Event description:
It was reported to boston scientific corporation that a unknown sling system was used during a sling placement procedure that followed anterior/apical pelvic floor repair procedure. According to the complainant, both procedures were completed successfully. There was no erosion or exposure of either mesh. There was no malfunction and no complaint on the pelvic floor repair device. Post procedure, the patient presented with incontinence. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
Additional information was received from the complainant on (B)(6), 2010. The event description was updated.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior/apical pelvic floor repair procedure in (B) (6) 2009 (exact date unknown) using an uphold vaginal support system, the mesh was implanted without issues. Approximately four weeks after the surgery (exact date unknown), the physician followed up with the patient and reported that the patient¿s condition appeared ¿normal.¿ subsequently, the patient was seen by a urology/gynecology specialist at a separate facility. The surgeon at this facility determined that the patient had exposure of the implanted uphold mesh. It is unknown if the patient had presented with any symptoms. The surgeon removed the uphold mesh in a subsequent procedure (exact date of procedure unknown). It was unknown if another procedure was performed or scheduled to treat the prolapse. The surgeon of the initial procedure does not plan on having further medical intervention to the patient. No further information about the follow-up procedure or the patient¿s condition has been forthcoming.